Manufacturer narrative:
One cadd pump was returned for analysis. Visual inspection performed and product found to be in good condition but the screen is scratched. Customer's complaint was not verified with being over the +/-6% of the specification. No evidence reported in the event log of the device. Use testing performed. Delivery accuracy testing did show the delivery error was over the control limit specification of +/- 3%. The pump's expulsor will be trimmed to bring pumps delivery into more nominal in the delivery range specification. Service also replaced the scratched screen. The problem source is unknown.

Event description:
Information was received that the cadd legacy pump fails accuracy +10.95% and has screen damage. No reported adverse effects.